Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was bent near the lemo connector. The reported issue did not indicate a manufacturing related defect. In conclusion, the reported mapping kink was confirmed through testing. The catheter failed the returned product inspection due to a broken shaft connector connection. This report will be recorded and trended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was kinked. The catheter was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.